Event description:
A malfunction alarm was reported on the pump during its operation. There was no adverse impact to the customer's blood glucose level. The customer had previously reported cartridge alarm issues with this pump, and as a corrective action, technical support arranged for a replacement pump. The customer agreed to use multiple daily injections (mdi) as a backup therapy and was instructed to put the pump into storage mode before returning it to tandem using a pre-paid label within 10 days.